Manufacturer narrative:
Based on the results of the investigation, a probable root cause could not be identified.

Event description:
It was observed that during the device evaluation, the subject device exhibited a sticky scope connector. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h11. The root cause of the malfunction was unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.